Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed.

Event description:
On (B) (6), 2006, the patient was implanted with two gore excluder aaa endoprostheses. On (B) (6), 2008, the patient was implanted with an additional gore excluder aaa endoprosthesis. Further investigation is in process.